Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID (B)(4), and no notable events occurred before malfunction. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide information. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if malfunction happened again.